Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including periodic self-test, multiple shock testing, functional testing without duplicating the report. Internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The electrode pads used at the time of the reported event were not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.